Event description:
The pump alarm date was (B)(6) 2011. As of (B)(6) 2011, the pump was empty because the refill appointment was missed. It was believed by the physician that the pt was having a spasm "that caused her to arch and cut off her airway". The pt stopped breathing while at school. As of the time of the report, the pt was being admitted to the hospital. The pt was receiving oral baclofen. The plan was to refill the pump on (B)(6) 2011. The pump delivered baclofen 500 mcg/ml at 190.11 mcg daily. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).